Event description:
Same case as mfg report: 3005188751-2012-00110 and 3005188751-2012-00112. It was reported that following an ablation procedure to treat premature ventricular contractions (pvc), a cardiac perforation was noted. The livewire ep catheter was positioned in the coronary sinus. One supreme ep catheter was placed in position. One supreme ep catheter was placed in the right ventricle near the apex. The biosense webster ablation catheter was placed in the left ventricle via retrograde aortic approach. The pvc¿s were mapped using the ensite mapping system combined with a pace-mapping technique on a bard recording system. Early activation of the clinical pvc was found and ablated. Pvc¿s were greatly reduced. The patient was placed on isoproterenol and after washout, epinephrine. The clinical pvc seemed to be gone. The case was deemed successful and ended. When the patient was being taken out of the room, her blood pressure dropped noticeably. She was rushed into another lab where a pericardiocentesis was performed which yielded 600ml of blood from the pericardial space. The patient is noted to be ¿fine¿ and was scheduled to be discharged.

Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the lot number is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.